Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for an unknown indication for use. On (B)(6) 2017, it was reported that the patient's pump was "dewie" and was replaced. The patient reported that the pump was all "'dewie' and everything" and the patient's healthcare provider had to "literally force the thing apart". A new pump was put in after this. The patient noted that the pump was replaced, but not the catheter. No symptoms were reported. No further complications were reported. The original source document contains information that was unrelated to this event and was omitted. See (B)(4) - pain, unable to aspirate at dye study, (B)(4) - pump dried up, (B)(4) - ptm lockouts, (B)(4) - ptm issues and pump movement.